Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they changed set and received no delivery. The customer's blood glucose level was 314 mg/dl. Customer received a no delivery when filling the tubing. Customer was advised to disconnect tubing and reconnect and customer was successful and no longer needed assistance. Pump was not returned for analysis.